Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4)

Event description:
A non-healthcare professional reported that during a trabecular stent implantation procedure, it did not release properly. The procedure was completed on the same day.Additional information has been requested but no information is available at the time of this report.